Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, component codes), h10.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue was caused by the helium tank seal. The seal was replaced. The drain quick connect and fill port luer were replaced as a precaution. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.